Event description:
While using the notch punch, the surgeon observed an intraoperative lateral femoral condylar fracture. He inserted a cannulated screw to fix the fracture and completed the surgery without further incident.